Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing. No intervention was done. The patient status was unknown.